Event description:
The customer reported no sound coming from central monitor. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer's site and found the audio card cable was loose from the motherboard. The fse reseated the audio card and ran functional test to confirm the pic ix was functioning as designed. The device was operational after repairs were completed.